Event description:
In 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra mini meter read inaccurately high. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient said, she obtained a reading of 453 mg/dl at around 2:30pm the same day. She felt this reading was inaccurately high. She says that she takes insulin on a sliding scale before meals. She takes 5 units of regular insulin if the result is 200 mg/dl, 10 units at 300 mg/dl, and 15 units if the result is 400 mg/dl. She also takes additional units based on what she eats. She says that for approximately 100 calories or 15 carbohydrate units she takes 3 units. The patient also takes lantus on a daily basis. At the time, the patient obtained the 453 mg/dl reading, she said she took 20 units of regular insulin both based on the reading and because she was having a meal and did not want her blood sugar to remain high. She allegedly started feeling symptoms of shakiness, lightheadedness, and felt like passing out at around 3 pm. She called the ambulance and they arrived soon after. The patient mentioned that comparison tests were performed between her meter and the ambulance's meter. The patient mentioned that at one point her result was 455 mg/dl, and the ambulance's meter result was 179 mg/dl. The difference between the results falls outside the expected value of <=30%. The patient said that the ambulance staff told her to eat a full meal in order to treat the symptoms. She said, she had to force the meal down because she was already full at the time. The emergency staff stayed with the patient for about half an hour until the patient felt she was improving. She reported that it took hours for her symptoms to subside to a point that she felt decent. It was determined during the troubleshooting telephone call, the patient's testing steps were correct. The test strips were within expiration dating. The meter was set to the correct unit of measurement. The complaint is being reported because, the patient alleged the meter read inaccurately high, took insulin based on the result, and suffered symptoms indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.